Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side capsular contracture baker grade unknown. Patient additionally reported "shortness of breath" and that they are "suffering from lupus¿; these events are not device related. Patient went to ER on (B)(6) 2018 for shortness of breath and received an x-ray to discount heart issues and was prescribed an anti-inflammatory drug. The device remains implanted.